Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after the seal cycle, the knife blade would not retract and the device jaws would no longer open. The surgeon excised tissue around the jaws to remove the device. Another device was used to complete the procedure without incident. There was no pt injury.